Manufacturer narrative:
The device was returned for analysis. The reported difficult to open and close the foot was not confirmed. Entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, only one proglide device was used to close a puncture site greater than 8f. The perclose proglide instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It does not appear that this IFU deviation contributed to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a right femoral vein was attempted using a proglide device with a 8.5f sheath after an interventional radio frequency ablation for a-fib procedure. Reportedly, "device was trapped in the vessel post deployment. Initially was able to troubleshoot the footplate, but after retracting the footplate the device was still unable to be withdrawn from the vessel without significant force. The device was only able to be removed after breaking the suture." Hemostasis was achieved with manual arterial compression and protamine. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.